Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device cardiac monitor would continue to drop in and out . The customer is requesting that the device be returned for bench repair. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.